Manufacturer narrative:
The user facility's report indicates that a hospital employee inadvertently hit the table's power switch to the "off" position causing the table to lose certain operational functions during a patient procedure. It is important to note that the steris 4085 general surgical table is equipped with intellipower® dual power system. This allows the table to be powered either by facility power (a/c receptacle and power switch to "on") or by internal table batteries. Therefore, if the table loses facility power as was seen in this event, the table will still perform full table operations and articulations utilizing the table's integrated batteries. Fully charged batteries enable between 100 and 150 procedures (approximately three weeks) without recharging. Based on the facility's report, the table batteries were not adequately charged to enable table articulation after the power switch was inadvertently switch to the off position by a hospital employee. The 4085 operator manual provides detailed instruction on properly charging the table's batteries (5-5), "important: batteries are recharged automatically as long as the main power switch is set to on and the ac power is connected to the steris 4085 general surgical table. The plug icon appears on [the] table's power panel led display indicating ac power and diode bar indicates battery condition." In addition, the facility's report claims the table's power rocker switch can be inadvertently turned off by facility staff due to the design and location of the switch. Contrary to the facility's report, the 4085 table's power switch is recessed into the base of the table and includes a protective metal plate cover. This plate completely covers the table's power switch and power receptacle when utilized, preventing fluid ingress. When utilized, the plate does not allow for the power switch to be turned off or on. The table subject of the reported event is not under a steris service contract. Following steris's receipt of the user facility report, a steris service technician visited the user facility and verified the table was operating according to specification. While onsite, the steris technician spoke with the facility's or staff regarding the proper use of their surgical table including the importance of charging the table batteries and utilizing the table's metal power covering.

Event description:
Reference user facility report number (B)(4). The facility reported their 4085 surgical table did not respond to user commands during a patient procedure. No report of injury, procedure delay or cancellation.